Manufacturer narrative:
Section a2: age and date of birth: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2024. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lenses (iols) were implanted in both eyes, the patient "can no longer see long distance". The patient reported the issue to the surgeon, but was told that there were no issues. The patient had requested to be able to see far distance, not near vision. The patient has fuchs corneal disease. The surgeon advised the patient that the corneal disease may have an effect. No further information was provided. This report is to capture the patient's right eye event. A separate report will be submitted to capture the patient's left eye event.